Event description:
The report company received indicated that the stent was not at correct position. The target lesion was the left anterior descending branch (mid). The vessel was calcified and slightly tortuous. There was 90% stenosis. 2005: while cypher (2.5/18mm) was being delivered to the lesion through the guiding catheter (heart rail 6f), the physician felt resistance. He checked the unit, and fuond the position of the stent to be misaligned to the proximal end. The physician did not check for the misalignment before the procedure. There were no reported pt.